Manufacturer narrative:
The patient age was not provided. (B)(4). Approximate age of device ¿ 8 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device as a bridge to heart transplant. It was reported that 8 days post-implant, the patient showed signs of a possible stroke. The patient communicated that their peripheral vision was gone in their left eye and that they could not move their left hand. Later in the day, the patient suffered from a second neuro event/coronary event and briefly lost consciousness. At this time, the lvad system decelerated as expected during left ventricular suction, which was noted by vad physician. The patient was receiving coumadin. Heparin had been discontinued the day before. The patient¿s inr was 1.7 an hour prior to the event. The patient¿s anticoagulation was not therapeutic at this time. Initial CT scan of the head and neck showed no major vessels occluded. The transthoracic echocardiogram showed ¿smoke¿ noted in the left ventricle. Findings from the second CT scan of the head showed a small hypo attenuating area noted in the right parietal lobe compatible with recent infarct. The patient continues to be monitored by the vad team and remains on ward. No further information was provided at the time of this report.

Manufacturer narrative:
The patient remains ongoing on lvad support. Review of the submitted system controller log file revealed normal device operation above the low speed limit with no atypical alarms captured. A direct correlation between the device and the reported stroke event could not be conclusively determined through this evaluation. Stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.